Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented remotely with a right ventricular lead that exhibited noise that inhibited pacing. Threshold was normal. Sensing values not obtained via the pacemaker device. During extraction of the ventricular lead, the atrial lead was dislodged. Both leads were extracted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-12022